Manufacturer narrative:
The investigation of pump stop and thrombus has been completed. Pump was not returned for investigation. Data log shows the pump stop with motor current spike to 1600 after 30 min of case run. Pump was explanted and implant new one. The cause of the pump stop issue was most likely biomaterial, based on data log review. The thrombus failure mode was removed as it was addressed under the pump stop failure mode. E4 should have been left blank on manufacturer device report 1220648-2024-25203. G1 reporting contact email revised on manufacturer device report 1220648-2024-25203 in accordance with updated procedures. G4 PMA/510(k)number was inadvertently reported incorrectly on manufacturer device report 1220648-2024-25203.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella rp flex support. While on support, a pump failure occurred. There was a spike in motor current and drop in flows then "impella stopped" alarm. Pump ingested clot. The doctor removed and replaced rp flex with a new one. The patient remained stable and the procedural outcome was the patient survived surgery.